Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2019 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indications for use included non-malignant pain and cervical radiculopathy. It was reported that the patient received a replacement personal therapy manager (ptm) and was still having issues communicating. The patient attempted to use the ptm with and without the antenna prior to the call. When asked about the pump site it was noted that it moved around a lot. A replacement antenna was requested, and it was noted that the patient had an appointment on (B)(6) 2019 with their healthcare provider (hcp). No patient symptoms were reported. If the replacement antenna did not resolve the communication issues, the patient would mention the movement at the pump site to their hcp. No further complications were reported or anticipated.